Manufacturer narrative:
H3, h6: the thoracic probe, lot number: 250317, was returned to the manufacturer for analysis. The tip of the returned probe was twisted. There was also galling marks on the back end. The reported event was duplicated and a physical damage failure mode was identified. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. It was reported that a thoracic probe that was recently purchased was found to be bent during a procedure. Length of delay was unknown. Impact on patient outcome unknown. Additional information was received. It was reported that a sacroiliac and thoracolumbar procedure was performed, the issue was noticed post-operative, there was no impact on patient outcome, and there was no surgical delay.